Event description:
It was reported that during a laparoscopic hysterectomy, when the surgeon took this device in hand to start using it to dissect, he noticed that the device failed to work properly because it was impossible to open the jaws. The case was carried out and finished by using traditional bipolar technology. No adverse patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): added additional information the device was received in good physical condition. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred